Event description:
This device was returned with oos documentation. Per oos, the rv lead was found to have an out of range shock impedance and before the lead was successfully replaced, the "patient started having problems. Therefore, the physician abandoned the case and removed the device." On (B) (6) 2010, this patient received a new biotronik system.